Event description:
The patient is an adult congenital heart defect patient who originally had a dual chamber pacemaker placed several years ago for complete heart block. Earlier this year, the patient presented to the cardiac catheterization laboratory for the replacement of the original pacemaker generator secondary to battery depletion. A st. Jude identity adx xl model # 5386 was implanted, tested per routine and demonstrated correct functionality. The patient was discharged home the same day. 18 days post pacemaker generator change, the patient developed palpitations with nausea, chest discomfort, fatigue and dizziness. The patient presented to the emergency department for evaluation. The pacemaker that had been implanted was not functioning correctly and was evaluated by the cardiology electrophysiology staff. Upon interrogation of the pacemaker, it was found to have a component failure with the device reverting to backup mode, a safety feature that paces the ventricle at 65 beats per minute instead of the programmed ddd mode (dual chamber pacing and sensing mode). That same day, the patient was admitted to the hospital. The pacemaker generator that was implanted 3 weeks prior was removed the following day and replaced with st. Jude medical victory xl dr model #5816. The pacemaker generator model that failed was returned to manufacturer (st. Jude medical crmd) for detailed analysis which is pending. The patient was ruled out for a myocardial infarction. The patient's symptoms resolved with implantation of new pacemaker generator and she was discharged home 2 days post replacement. A follow-up visit occurred a week later, and the patient is doing well, with normal pacemaker function and no adverse sequelae.